Event description:
Customer reported receiving high blood glucose readings from his freestyle glucose monitor and gave himself extra doses of insulin accordingly throughout the day. Customer stated he was using expired test strips for a week. He reported experiencing symptoms including: "stomach discomfort and lightheadedness after waking up this morning".customer went to the emergency room at hospital where he was diagnosed with hypoglycemia and treated with "instant glucose" tablets.

Manufacturer narrative:
After reviewing the case, it had been determined that there is no reasonable suggestion of serious injury or device malfunction. It should be noted, the customer's test strips expired in 06/06.